Event description:
It was reported that an implantable pacing lead would not allow pacing from the tip to the ring, but did allow ring to coil pacing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 0158 implantable tachy lead implanted: (B)(6) 2004; 4470 implantable pacing lead implanted: (B)(6) 2004. (B)(4).